Event description:
It was reported that one month post implant, a vena cava filter migrated cephalad. The pt presented to the ER with chest pain. X-ray demonstrated that the vena cava filter had migrated to the right atrium of the heart. The filter was successfully removed with a snare. History: a gastric bypass procedure was performed on a morbidly obese pt. Sometime after the procedure, the pt experienced a pulmonary embolism. As a result, a vena cava filter was implanted in the infrarenal position without incident. It was reported that the vena cava measured 25.5 mm in diameter at the time of implant. The pt is currently asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Despite attempts, the device has not been returned for eval. The event investigation is currently underway.